Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) t2017, which appeared as very faint red blood adherence in comparison to the expected negative well images.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen, when tested on a galileo echo.